Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had drawer 5 failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in sales force which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer replaced the pyxibus controller board, drawer controller board and the retractor band still issue not resolved. Then manually removed the cubies from the old drawer and reinstalled them on the new drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.